Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty was experienced during the implantation of this lead. The lead had to be repositioned multiple times. Subsequently the patient's blood pressure began to drop during the procedure. An echocardiogram was performed were a pericardial effusion was noted. A perforation was suspected to be the cause of the patient's pericardial effusion. The patient was admitted to the hospital overnight for observation. There were no adverse patient effects reported. The lead remains in service.